Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" sensor error message was reported via a webform with the adc device, and customer was therefore unable to obtain readings. As a result, the customer experienced a seizure and/or loss of consciousness and was provided either juice, sugar, and/or food by third party for treatment. No further information was provided. Adc customer service attempted to follow up with the reporter three times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.